Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they are making another appointment with their healthcare provider (hcp). Patient stated they had a lot less pain when it wasn't in their back.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was within the last year the pt felt like the ins battery was protruding out of their body for it was starting to poke out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sept-15: additional information was received from the patient. It was reported the patient could feel the implant protruding out of their body right away after they removed their bandages. The patient reported symptoms of bending down, standing/sitting for long periods. They always felt better when they used pillows to sit on and around their side. The patient was not positive regarding circumstances leading to the protruding implant; the patient fell. The cause was unknown. The patient hoped their implant would be removed and replaced, along with one or two additional devices that were explained to them prior. The issue was not resolved, but the device was working now. After they charge and place the paddle, the implant vibrates down both legs and back, sometimes all night, and they only had it on for 20 minutes. On 2025-oct-06: additional information was received from the patient. It was reported the patient noticed more pain when sitting due to protruding device. The patient was directed to their doctor to have a manufacturer representative meet them there to fix their device. The patient then mentioned the device was poking out for some time.